Event description:
During remote follow up, an event of post-paced t-wave oversensing was observed on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that following reprogramming, post-paced t-wave oversensing continued to be observed on the device. Technical support provided additional programming recommendations. No further intervention has been performed at this time.